Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump being faulty and the pump was hard and could not inflate or deflate. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump.